Event description:
Caller reported a malfunction identified as 199, indicating an issue with the pump, specifically showing malfunction code 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as the customer experienced recurring issues with the same model. The pump was under warranty, and the customer was instructed to use a multiple daily injection (mdi) as a backup therapy. Customer was also guided on putting the pump into storage mode and was instructed to return the defective pump with a pre-paid label within 10 days, which the customer understood and acknowledged.